Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An automated impella controller was used in a patient of unknown age or gender. Patient's comorbidities and clinical state were unknown. During preparation for a case, it was reported the message "yellow controller error" displayed once the console was turned on. A new console was used prior to implanting a device. The controller error will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Additional information was received, specifically the return of the device. Accordingly, section d9 has been updated to reflect the device receipt date. Investigation sumary. The device was evaluated/analyzed. Product history review revealed there were no issues related to the complaint discovered when reviewing the product history of console (B)(6). The reported controller error alarm on (B)(6) could not be reproduced, and the root cause was determined to be an intermittently failing lamp that did not function consistently. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D1 brand name was corrected accordingly.